Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 110 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump.